Event description:
It was reported that (3) er320 were used during a lap chole procedure. It was reported by the rep that er320 released clips without closing or sealing vessels. The clips come out unformed. The surgeon had to open three devices to complete the case. The pt was in the or longer.